Manufacturer narrative:
Additional information was received that device malfunction was suspected with the splitter.

Event description:
A report was received that a patient's splitter had high impedances. The patient underwent a revision procedure wherein the splitter was replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that a patient's splitter had high impedances. The patient underwent a revision procedure wherein the splitter was replaced.

Manufacturer narrative:
Sc-3400-30/(B)(4): as the device involved in the complaint had not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there was no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-3400-30/(B)(4): device evaluation indicated that the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics.

Event description:
A report was received that a patient's splitter had high impedances. The patient underwent a revision procedure wherein the splitter was replaced.